Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and no physical damage was found. Review of the archive data found no significant issues. During functional testing, the platform was powered on/off several times with no issues observed and the displays backlight functioned as intended. Additionally, the device ran for 15 minutes with no faults found. In summary, the primary complaint was not confirmed. The display's backlight functioned as intended. The customer complaint could not be replicated. Therefore, the root cause of the customer complaint could not be determined. The autopulse platform is a reusable device and was manufactured on 4/01/2016. The platform passed all final testing criteria.

Event description:
It was reported that the backlight on the autopulse platform (s/n: (B)(4)) did not illuminate after the device was powered on. There was no patient involvement reported.